Event description:
Customer reportes the tip of the needle broke off during surgery (03-20-1998). The hospital report states that after long and careful irrigation & then x-ray, the tip remains in the soft tissue of the shoulder.

Manufacturer narrative:
Reference MFR complaint #mt1998-4-17-119. No samples were returned. Co evaluated retained samples. Visual examination was acceptable. Brittleness testing was performed and none of the needles broke. A review of the device history was unremarkable. Without the actual sample co is unable to determine a cause for the reported breakage. Co's investigation indicated the product should have performed satisfactorily. Please note that this report may be based upon information not yet verified by sherwood davis & geck to be complete & accurate. Furthermore, this reort does not necessarily reflect a conclusion or admission by sherwood davis & geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.